Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting. Customer treated with insulin pump and syringe. The customer reported customer did not allege insulin pump was under delivering. Customer stated the drive support cap appears normal. The insulin pump will not be returned for analysis.